Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the hydros robotic system threw an e917 cystoscope sensor tip disconnected error message. Due to the delay and the patient's small prostate gland the treating surgeon elected to proceed with a transurethral resection of the prostate (turp) instead. There were no adverse health consequences to the patient as a result of this event.